Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that coblator ii controller was not reading the wands. No case reported; therefore, there was no patient involvement. During investigation, it was found arc/burn damage in the wand port and the units coag display is blank is the top right corner.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. It was determined the device contributed to the reported event. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found similar reported events. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A visual inspection observed arc/burn damage in the wand port. A functional evaluation revealed the units coag display is blank is the top right corner. The unit was not tested further due to potential equipment damage due the damaged wand port. The complaint of arc damage was confirmed and the root cause was associated with a component failure. Factors, which could have contributed to the complaint event, include there may be a wand detection circuit failure, damaged receptacle, plugging in a wet wand connector, or exposure of saline to the wand receptacle. The complaint of display issues was verified and the root cause was associated with a component failure. Factors that could have contributed to the reported event include a failure of the display ribbon cable or screen display. No containment or corrective actions are recommended at this time.